Event description:
Additional information received on 04/08/2016. Brand name: dynasty(r) cocr liner, catalog no. Dlco-ge40, lot no. 048571454.

Manufacturer narrative:
This is the same event as 3010536692-2016-00117.

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
Received additional product and patient information.